Event description:
Medtronic neurosurgery received a report that a pt presented with progressive emesis and headache. The CT scan revealed increased ventricular caliber consistent with shunt malfunction. The pt was brought to surgery for a shunt revision, and it was found that the snap cup was disconnected from the ventricular catheter. After a new ventricular catheter was implanted, the pt was transported to the recovery room in stable condition and there were no complications.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On feb 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.